Event description:
Patient was admitted with a non ruptured saccular aneurysm of the right carotid t bifurcation artery (sac height 9.70 mm, sac width 8.6 and neck 4.0 mm), unfortunately discovered without symptom. The patient had no history of previous sah, endovascular or surgery treatment from another aneurysm. At baseline, the mrs was 0. Patient medical history: current smoker. No diabetes, no hyperlipidemia, no hypertension. During the index procedure 8 coils were implanted at the desired site. No balloon or stent were used: 1 coil cerecyte 10 presidio: 8x290 m; 1 coil cerecyte 10 presidio 6x260 m; 1 coil trufill galaxy 640cf0505 - galaxy complex fill 5mmx5cm; 1 coil trufill galaxy - 640cf0412 - galaxy complex fill 4mmx12cm; 1 coil trufill galaxy - 640cf0308 - galaxy complexfill 3mm x 8cm; 1 coil trufill galaxy: 640cx2505 - galaxy complex xtrasoft 2,5mmx5cm; 2 coils trufill galaxy: 640cx0202 - galaxy complex xtrasoft 2mmx2cm.

Manufacturer narrative:
Further review of the reported event information revealed that there was no event or product malfunction associated with the device, and therefore does not meet the criteria for reporting. The report indicated that the event was resolved without sequel and was considered unrelated to the disease. Additionally, no further reports will be forthcoming for this medwatch report. This is one of seven products used during the same procedure on the same patient, which is associated with mfg reports 3007628272-2012-50063, 3007628272-2012-50064, 3007628272-2012-50065, 3007628272-2012-50066, 3007628272-2012-50067, 2954740-2012-00751, 2954740-2012-00752.

Manufacturer narrative:
Event description: the procedure was completed due to achievement of treatment. The final angiographic result indicated that there was a complete occlusion (100% occluded). No technical adverse event or sub-arachnoids hemorrhage were reported. Two days after the procedure, patient had a groin hematoma on the right leg. The control arterial and venous doppler was negative. Severity and seriousness were considered as not clinically significant. Event was resolved without sequel. Event was considered unrelated to the disease. This is one of seven products used during the same procedure on the same patient, which is associated with mfg reports 3007628272-2012-50063, 3007628272-2012-50064, 3007628272-2012-50065, 3007628272-2012-50066, 3007628272-2012-50067, 2954740-2012-00751, 2954740-2012-00752 the product will not be returned for evaluation and testing. Additional information will be submitted within 30 days.